Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (1 g, intraperitoneally, "in the first bag and then every fifth day", for fourteen days) and injection magnova (1 g in first bag, then 500 mg in each bag, intraperitoneally, duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, dianeal therapy was discontinued (previously reported as ongoing), the pd catheter was removed and the patient ¿was shifted to hemodialysis¿. It was reported the patient¿s fluid was not clear and the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.